Manufacturer narrative:
The monitor/electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed at some point between on (B)(6) 2025 while reportedly wearing the lifevest. The exact date of the patient's passing is unknown. Per clinical review of the continuous ECG recording, the device was started up at 15:24:12 on (B)(6) 2025. On (B)(6) 2025, between 20:43:21 and 21:01:20, three arrhythmias were detected. ECG shows sinus rhythm @ 90 bpm with pacs/pvcs/nsvt. Detection stopped at 21:01:22. On (B)(6) 2025, at 05:36:03, asystole was detected. ECG shows idioventricular rhythm @ 20 bpm with pvcs degrading to asystole with intermittent cardiac activity. At 05:36:40, an arrhythmia was detected. ECG shows asystole. Detection stopped at 05:38:24. Between 05:39:55 and 05:42:33, vf with low/varying amplitudes and rates was seen that prevented the lifevest from detecting and treating the patient. At 05:39:50, asystole was detected transitioning to an idioventricular rhythm from 20-60 bpm. At 05:39:55, the patient can be seen degrading from idioventricular rhythm @ 45 to vf bpm with low/varying amplitudes and rates. Between 05:40:49 and 05:42:44, three arrhythmias were detected. ECG shows idioventricular rhythm @ 45 bpm / vf with low/varying amplitudes and rates during these arrhythmia detections. At 05:42:33, the patient is seen in vf with low/varying amplitudes and rates degrading to asystole. Asystole is a non-life sustaining rhythm, which is a non-shockable rhythm. At 07:06:23, an arrythmia was detected. ECG shows asystole with motion artifact. Detection stopped at 07:06:36. At 07:07:03, asystole was detected. ECG shows asystole with motion/tactile artifact. On (B)(6) 2025, at 07:08:16, the device shutdown. The patient is last seen in asystole with motion artifact when the device shutdown occurred.